Manufacturer narrative:
The manufacturing records for the onxane-23, sn (B)(4) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. The onxane-23 sn (B)(4) implanted (B)(6) 2016 in a 68.5 year old male. A computed tomography angiography (cta) was performed on (B)(6) 2017 (344 days post-implant) and seemed to indicate that one of the two leaflets was opening to 80 degrees, rather than the expected 90 degrees. Concern was for a thrombosis impeding the leaflet motion. This was considered resolved at the time with anti-thrombotic therapy. However, at a subsequent annual check-up when an echocardiogram suggested a repeated increase in mean gradient, a second cta was conducted (B)(6) 2018. Although the leaflet continued to open approximately 80 degrees instead of the expected 90 degrees, the conclusion was "as before there is no definite filling defect to identify pannus or thrombus." And "...as before no pannus or thrombus is convincingly identified." The valve closed appropriately. Except for the possible increase in mean gradient, the patient is, apparently, still asymptomatic. While the leaflets are designed to open a full 90 degrees if conditions allow, there are several reasons why they may not. Pannus and thrombus are two, but neither could be positively identified in this latest incidence. Consequently, with no other medical information to suggest an alternative, the source of the perceived restricted leaflet movement remains unknown. Root cause for this event of perceived restricted leaflet movement remains unknown, however, possibly higher than expected mean gradient on the echo suggests potential thrombus or pannus, neither of which are substantiated upon cta examination. This report is being submitted as required and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to initial reports from the patient, upon annual visit echo appears to have increased mean gradient. Computed tomography exam - cta aorta gated w/ + w/o, contrast exam date/time - 27-feb-18 10:05:07 cst findings: postsurgical changes secondary to the prosthetic aortic valve (on-x #23) is again identified. During diastole there is appropriate closing with a leaflet angle of approximately 40 degrees from the base plain. During systole, there is very mild decreased opening of the posterior leaflet within angle of approximately 80 degrees from the base plane versus the expected 90 degrees. The anterior leaflet remains generally unremarkable. As before there is no definite filling defect to identify pannus or thrombus. There remains coronary artery calcification in the lad and to a lesser extent the circumflex. A small hiatal hernia is again identified. The remainder the visualized mediastinum is within normal limits. No suspicious lung nodule or mass. No pleural effusion identified. Limited visualized upper abdomen is unremarkable aside from a small hiatal hernia. Median sternotomy wires again seen. The remainder of the bones are generally unremarkable with no acute or aggressive bone lesion identified. Reference report 1649833-2017-00039 for previously reported event.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports from the patient, upon annual visit echo appears to have increased mean gradient. Computed tomography exam - cta aorta gated w/ + w/o, contrast exam date/time (B)(6) 2018 10:05:07 cst findings: postsurgical changes secondary to the prosthetic aortic valve (on-x #23) is again identified. During diastole there is appropriate closing with a leaflet angle of approximately 40 degrees from the base plain. During systole, there is very mild decreased opening of the posterior leaflet within angle of approximately 80 degrees from the base plane versus the expected 90 degrees. The anterior leaflet remains generally unremarkable. As before there is no definite filling defect to identify pannus or thrombus. There remains coronary artery calcification in the lad and to a lesser extent the circumflex. A small hiatal hernia is again identified. The remainder the visualized mediastinum is within normal limits. No suspicious lung nodule or mass. No pleural effusion identified. Limited visualized upper abdomen is unremarkable aside from a small hiatal hernia. Median sternotomy wires again seen. The remainder of the bones are generally unremarkable with no acute or aggressive bone lesion identified. Reference report 1649833-2017-00039 for previously reported event.